Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab. A device history record review revealed no issues that could have caused or contributed to the reported issue. An internal/external inspection was performed and the device passed, along with all of the electrical testing. The fluid volumetric accuracy test was performed and failed. The evaluation concluded that the cause of the failed fluid volume accuracy testing was deteriorated piston foam which was to be scrapped and the device was to be sent to servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.